Event description:
The customer initially reported that halfway through procedure, the jaws would no longer open. The device was not on tissue at the time. The customer also stated that the front portion of the device jaw was getting very hot when activated. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It also states to confirm the jaws are closed before activating the cutter or it may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature. The report of the device jaws getting hot during activation could not be duplicated.